Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that an endoscopy technician put hemospray catheter in endoscope, then flushed with air while advancing catheter to site. Once there he disconnected the 60cc syringe as directed and attached the hemospray gun. When he activated the c02 [carbon dioxide] cartridge, the air blew back in his face from the handle/ cartridge. The product [powder] started to come out of the gun once it was removed from the scope. After they placed the gun on the counter the product [powder] continued to spray out. It did not affect the patient, no one was injured. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Manufacturer narrative:
Continued: section g: 510k: k200972. Device was received on 17jan2025. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Provided with the return was a printed copy of the medwatch report and a copy of the customer letter related to field action 067-r. Our evaluation of the product said to be involved could not confirm the report as it was described. Not all components were included in the return (no catheters were provided in the return). The device was returned with the on/off switch in the "on" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Powder was observed on the exterior of the returned device, within the device nozzle, and within the tray. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). The red activation knob is intact (therefore, unrelated to recall). When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The flow of powder and co2 stopped and started as intended with button compressions. No audible leakage of co2 was noted while idle. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved could not confirm the report as it was described. The flow of powder and co2 stopped and started as intended with button compressions. No audible leakage of co2 was noted while idle. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.